Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; implantable defib lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient was in the hospital after their device had been detecting sinus tachycardia for ventricular tachycardia (vt) and delivering inappropriate shocks. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.